Manufacturer narrative:
All available information was investigated and the reported inability to open the clip could not be tested via returned device analysis due to the clip was deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported inability to open the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was advanced and positioned. The mr was significantly reduced but there was a mild eccentric jet remaining. The physician attempted to open the clip to slightly change the grasping location but it would not open. A few attempts were performed to try and get the clip to open but was unsuccessful. It was decided to deploy the clip where it was, which reduced mr to grade 1+. Upon removing the steerable guide catheter, it was noticed that there was a left to right shunt present. No intervention was required.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was advanced and positioned. The mr was significantly reduced but there was a mild eccentric jet remaining. The physician attempted to open the clip to slightly change the grasping location but it would not open. A few attempts were performed to try and get the clip to open but was unsuccessful. It was decided to deploy the clip where it was, which reduced mr to grade 1+. Upon removing the steerable guide catheter, it was noticed that there was a left to right shunt present. No intervention was required.